Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when they went to bow the hydratome, the cut wire broke. No part of the item broke off and fell into the patient. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was bent and the exposed cut wire was bent and broken. The broken ends of the cut wire appeared blackened. One end of the broken cut wire remained attached to the anchor at the distal pierce hole. The other end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context,' likely due to procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when they went to bow the hydratome, the cut wire broke. No part of the item broke off and fell into the patient. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Device component (wire) relates to device component (break) for the event cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.